Event description:
The facility reports as the pt was being transferred from the bath the chair became detached, sending the pt to the floor. The pt was taken to the hosp for checks but the injuries were not serious. MFR.rep.no.107/01

Event description:
The facility reports as the patient was being transferred from the bath the chair became detached, sending the patient to the floor. The patient was taken to the hospital for checks but the injuries were not serious.